Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The parent of a customer reported via phone call that the insulin pump shut off by itself in the middle of a site change and the time and date had to be reset. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also alarmed off no power and was less than 24 hours from the low battery alert. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No unexpected blank display was noted. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.